Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the cause of event was change to new medication. A motor stall and motor stall recovery occurred on the same day of the refill. It was also reported that the event was due to the bridge bolus.

Event description:
Additional information: it was clarified that there was no motor stall and it was reported in error. The bridge bolus was never started and that was the cause of the event. The pump telemetry logs were checked and there was no indication of a motor stall.

Manufacturer narrative:
(B)(4).

Event description:
The actual residual volume (arv) in the pump was greater than the expected residual volume (erv): arv was 35 ml; erv was 0.4 ml. The low reservoir alarm was also occurring. The patient was doing the same; he was not reporting any symptoms. The healthcare provider (hcp) reported that it was possible that the reservoir was not updated after the concentration change on (B)(6) 2012; given the flow rate of the current drug the patient would have only used 5 ml of drug, so the volume would be appropriate if that was the case. This would also explain why the low reservoir alarm was sounding. The hcp had the patient in the clinic because they were changing the drug in the pump from morphine to dilaudid. The hcp was having difficulty with the programmer; they were unable to use the keypad to change the drug name. It was entered as 'du' rather than dilaudid. They were able to update the pump, so the pump was updated. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).